Event description:
Per the clinic, the patient experienced repeated otitis media for about two years (specific date not reported) and has been unable to wear the device due to ear discharge. The device was thought to be the cause of the infection as the inflammation has not subsided for a long time (specific date not reported). The patient was also administered with topical and oral medications to treat the infection (specific type and date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.